Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 45986 and dso damaged. There was no patient involvement.

Manufacturer narrative:
D9: 18-mar-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed error code 45986. Functional testing was performed, and the dso sensor was nonfunctional. The dso seal, uso seal and dso sensor were all replaced.